Event description:
Dialysis machine auto test done at 330 am, machine was then set up with the dialyzer per pt prescription. Alarm test was done between 5-530; all tests passed. Dialysis was initiated at 610 am without incident. Pt dialyzed 3 1/2 hrs and rec'd 2 upc during her treatment. At 925 am pt began to complain of nausea and sob. At that time blood was returned to pt and dialysis was discontinued. Pt then complained of severe heaviness in chest, hardly able to speak. It was then noted pt had marked facial and periorbital edema and fluid was ausculated in lung fields. Pt was then transported to hosp via ambulance. Prior to initiating dialysis, pt wt was 62 kg. Reported from dr, pt wt at hosp was 68 kg. This was a 6 kg wt gain. Machine was programmed to take off 1.7 kg per hr of fluid. During a 3 1/2 hr treatment pt should have taken off at least 5 kg. Admitting diagnosis was chf. There were no alarms during treatment to indicate a machine malfunction. After pt was transported to hosp the machine was again autotested and at this point failed ultrafiltration test. This machine was then pulled and inspected by chief technician. Ultrafiltration pump had failed.